Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing date: 20-dec-2013. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 18-dec-2013. No non-conformances were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as the mesh was cut during a facial reconstruction procedure on (B)(6) 2017, one of the two (2) instrument arms broke on four (4) mesh cutting scissors, rendering them unusable. It was confirmed that fragments were generated from the broken devices during the procedure. The fragments were easily removed without delay or any additional intervention required. The procedure was successfully completed. Concomitant devices reported: mesh (part number unknown, lot number unknown, quantity unknown). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report is from synthes (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (mesh cutting scissors long nose, part number 03.503.037, lot number t100974). The subject device was returned to the manufacturer with the complaint condition stating the mesh cutting scissors were reported to have broken during surgery. Only one device was available for return; therefore, an investigation will only be conducted on the returned device. The 03.503.037 lot number t100974 mesh cutting scissors were returned and reported to have broken during surgery. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.503.037 mesh cutting scissors are an instrument routinely used in the matrixneuro system. The device was returned and reported to have broken during surgery. This condition is confirmed; one of the handles of the scissors has broken off along the hinge screw leaving a rough fracture surface on both portions. The cutting edge is still attached at the hinge. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 12/2013 and is over three years old. The balance of the returned device is in otherwise fair condition with some markings and signs of wear. Drawing (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. A design clinical risk management (dcrm) review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.